Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 424 mg/dl. The customer stated they are getting no delivery a couple times. The customer stated they treated their high blood glucose readings with manual injection. The customer declined to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. The customer changed the infusion set and got a no delivery alarm. The product will be replaced. The insulin pump was not returned for analysis.